Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. Evidence of inconsistent meal announcement usage was found. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The evening prior to the hypoglycemic event shows a period of hyperglycemia that was likely due to a meal that was not announced to the ilet. Device data also showed that when meals were announced, they were announced as less than usual 100% of the time. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to announce their meal to the ilet, resulting in increased correction insulin dosing in response to their hyperglycemia and increasing their risk of hypoglycemia. The user's inconsistent use of the meal announcement feature and announcing all of their meals as less than usual likely led to maladaptation of the device, further increasing their risk of hypoglycemia.

Event description:
On 10/2/2024, an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 9/23/2024. The user was monitored in the ER for several hours and reported immediate health effects including headache, dizziness, and nausea. The user reported that their lowest recorded bg level was 40 mg/dl. The user has elected to discontinue using the ilet.